Manufacturer narrative:
(B)(4).

Event description:
Upon follow up, post-operative examination revealed no impairment of vision or state of health. Patient achieved a good visual acuity. According to the physician, no epithelial in-growths or any other anomalies were detected.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
An ophthalmologist reported that during manual flap re-lift topography-guided enhancement procedure, the hinge tore and became a free flap. After laser treatment, flap was repositioned and fixed with a contact lens.

Manufacturer narrative:
This event is determined to be unrelated to the laser as the procedure of re-lifting the flap was done manually with an instrument. No root cause can be determined. The event is unrelated to product. (B)(4).